Event description:
Information received regarding the explanted device does not address the patient's clinical status but notes that during a routine follow-up, the device exhibited a high current drain of >399 ua. The magnet rate was 54.2 ppm, the battery data was 2.39v, <1 kohms and the atrial output was operating at 1.9v while programmed to 4.0v.